Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the non-emergency coronary procedure was completed as planned. A philips field service engineer visited the onsite and found that the grid message appeared during exposures. The oil levels were normal, and the anode and cathode candles were cleaned and lubricated without any damage. Tube conditioning and exposure data logger (edl) calibration were performed. The system restarted successfully with no error messages and was confirmed to be functioning properly. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the imaging functionality is still available and the procedure can be completed on the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes have been updated based on the investigation's outcome.

Event description:
It was reported to philips that the system was unable to emit x-rays, which can impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.